Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the left atrial appendage in combination with multiple valve replacements, while the unit was placed across the left atrial appendage, the unit did not fire. With the unit assembled, the scrub dipped reload in saline and handed the system to the doctor. They positioned the reload, the green ¿close/ready¿ lights came on, they pushed the green button and it began to flash. They rocked down on the toggle and it would not fire. They tried again and nothing happened. The green firing light was flashing the entire time. They replaced the reload. They dipped it in saline. It did fire, although very slowly. Upon examination of the reload that did not fire, it was clear that the tissue had been in the distal half of the reload. The proximal half of the reload was pristine. And no staples had fired at all. A replacement reload was used with the same handle and adapter to resolve the issue and complete the case. There was no patient injury.